Event description:
It was reported that; the cage was cracked while nailing during surgery. After cleaning the broken parts, a spare implant of the same size was nailed. No adverse event or surgical delay were reported.

Manufacturer narrative:
Method: visual inspection, material analysis, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The cage broke upon impaction during insertion. The returned cage was fractured into 3 pieces, one piece appears to be missing. Material analysis was performed. The cage was found to have fractured in bending overload due to a cantilever force applied on the cage by inserter. The primary fracture plane was identified on the piece where the inserter hole was located. Manufacturing history was reviewed and no issues were identified. Conclusion: the probable root cause for the fracture is user error, specifically excessive impaction force applied during insertion (solis IFU indicates: to avoid risk of breakage, the cage must not be impacted) and excessive cantilever force applied on the cage by inserter.

Event description:
It was reported that; the cage was cracked while nailing during surgery. After cleaning the broken parts, a spare implant of the same size was nailed. No adverse event or surgical delay were reported.